Manufacturer narrative:
The customer¿s products have been requested for return. The investigation is ongoing.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The first result from the meter was 4.6 inr. The repeat result from the meter using a different finger was 4.7 inr. One hour later, the laboratory result using an unknown reagent was 3.1 inr. The therapeutic range was provided as 2.5 inr.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.